Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was an interference with our material the insert 52 for head 28 did not fit correctly. Several attempts were made to fit the insert, and after many attempts the surgeon decided to change the acetabular dome and insert, but to make this change it was necessary to open another acetabular dome, head, an insert and two other screws, because in the new position of the acetabular dome the materials that were already open did not meet the need for fixing. After removal of the defective material from the surgical center, it was possible to perform some tests and found that it was actually larger, even though the implants had the laser marking of the factory. Already with the new implants opened it was only necessary to fit the insert with the fingers and to impact to lock the component in its proper place.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned acetabular cup confirms the reported observation. The root cause is attributed to use error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.